Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the flickering of the display was due to failure of the communication between the scope and the processor by the breakdown of the cable twisting. The cause of the failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction, it was observed: initial leakage and electrical safety tests were performed reporting: no leakage found. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd autoclavable camera head had loose contact in the cable. Upon inspection of the customer¿s returned device it was observed, the displayed image was flickering because the cable unit was twisted. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.